Manufacturer narrative:
The technician set the brake and made an adjustment to the caster to repair the bed.

Event description:
Information received indicates the brake will set but does not hold well.